Event description:
A depleted battery alarm. Info was not provided regarding whether or not the failure occurred during a pt infusion. No reports of pt injury or medical intervention associated with this event.